Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control module was broken. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The ventilator active exhalation control module was replaced to address the issue.